Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), the software was upgraded to the current revision. The unit then passed all testing and operates within the mfg specifications. (B)(4). The reported issue is a known failure. Three scenarios may occur when the graphical user interface (gui) does not function as intended. The upper screen becomes blank; the lower screen becomes blank; the upper and lower screens become blank. Covidien failure investigation has determined that the root cause for the three scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a blank display while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.